Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that far r oversensing lead to inappropriate mode switch. The device was programmed previously. The patient would continue to be monitored, and no action required and no changes plan to be made based on merlin remote transmission. The patient was asymptomatic.